Event description:
Caller states the patient tested 546 mg/dl and 93 mg/dl on the inform ii system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.